Manufacturer narrative:
B5: cause of the event was a patient-related factor. Claim# (B)(4).

Manufacturer narrative:
4110: a lens work order search has been performed: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove and replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced high vault and significant reduction of iridocorneal angles. The lens was later removed and replaced with a shorter length lens and the problem was resolved.